Manufacturer narrative:
(B)(4).

Event description:
It was reported a pump memory error occurred during an update. Following a pump implant the reporter tried twice in the operating room (or) and three times in the recovery and was unable to successfully update the pump. The screen was showing ¿pump memory error telemetry cancelled¿ and ¿pump status was unknown, pump maybe in stop pump mode.¿ the reporter interrogated again and noted the pump was in stopped pump mode and had been shut off for 22 minutes. The pump did not have any of the information he had entered earlier. They were unable to move the patient to a different room because they could not detach her from monitoring equipment, but after closing and restarting the programmer he was able to successfully update the pump. This resolved the reported issue. There was no medical or therapy problem associated with the reported telemetry difficulty. The pump was being used to deliver morphine. It was unknown if electromagnetic interference was associated with the pump memory error or if the wrong software card version was used and patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received that the patient medical history and other medications were unknown. The manufacturer¿s representative suspected the issue was caused by electromagnetic interference (emi) and reported the issue resolved when he turned the 8840 (clinician programmer) off and tried a second time. The manufacturer¿s representative thought the 8870 software card was ¿the most current one ,¿ and reported everything was going fine with the patient as far as he knew.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).